Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the e.r. With back pain and was hemodynamically unstable. It was observed that the aneurx bifurcate stent graft had migrated approximately 3cm below the renals with a large proximal type 1 endoleak causing a rupture. The ruptured aneurysm measured 7 cm in diameter. A secondary procedure was performed. The physician implanted two endurant cuffs nevertheless, the patient continued to lose pressure. So, the physician attempted an open surgical repair however, the patient expired during the procedure. The cause of the migration is unknown.

Manufacturer narrative:
(B)(4).